Event description:
During service, failure code 199 occurred. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.